Event description:
The advocate stated his son received a blood glucose reading of 223mg/dl on the contour next link, re-tested on a different meter and the reading was 76mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer